Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle leaked. The following information was provided by the initial reporter :   the consumer reported finding this box of pens to leak out the side of the hub base when injecting unknown insulin. Date of event : unknown. Samples status : discarded the ones used.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ nano¿ pen needle leaked. The following information was provided by the initial reporter: the consumer reported finding this box of pens to leak out the side of the hub base when injecting unknown insulin. Date of event : unknown. Samples status : discarded the ones used.